Event description:
Thv/tvt registry alternative summary reporting adverse event submission for events received by ew during quarter 3 of 2025 for valves in the tricuspid position. Multiple events were identified to have occurred outside of tvt guidelines. In this case, an 80-year-old male patient experienced cardiac arrest 0 days post implant of a 26mm edwards sapien 3 ultra resilia valve in the tricuspid position. No additional details are available.

Manufacturer narrative:
The event documented in this complaint was received by ew from the transcatheter valve therapy (tvt) registry during quarter 3 of 2025 for the sapen xt, sapien 3, sapien 3 ultra and sapien 3 ultra resilia valve. This event was identified to have occurred in the tricuspid position. Therefore, the event does not meet FDA's summary reporting exemption (e2016006) criteria for tvt registry adverse events. The device identification (di) number for a 26mm edwards sapien 3 ultra resilia transcatheter heart valve is (B)(4). The device was used in off-label implantation in the tricuspid position. As there are no specific IFU or training materials related to tricuspid valve replacement procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), cardiac arrest is a known potential adverse event associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. Cardiac arrest occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. It may be caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). These events may be related to the edwards device if it is associated with cardiac tamponade, annular rupture, or other edwards's device-related bleed. A review of edwards lifesciences risk management documentation was performed for this case. It is possible that the reported event is an anticipated risk of the transcatheter heart valve procedure, however given the limited information available further assessment of this adverse event is not possible at this time. In this case, cardiac arrest occurred 0 days post-implant with no additional details. It is unknown if the event was related to the edward's devices or patient co-morbidities. No additional information was provided, and no additional investigation is possible. Due to the limited information available, the definitive cause or contributing factors for this event cannot be determined. The limited information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.